Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a surgical procedure unrelated to the lead (related manufacturing number:1627487-2021-00570), the physician noticed that the lead was fractured. As a result, the lead was explanted and replaced, which resolved the issue.